Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was 300 mg/dl and insulin pens were used to address the high bg level. The customer disconnected from the pump and reverted to using insulin pens to manage diabetes. The next day the customer met with a clinical diabetes educator. The occlusions were discussed and resolved. The customer resumed use of the pump.